Manufacturer narrative:
Concomitant medical products: 800sr32 heart ring, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately 10 months post implant, the right atrial (ra) lead exhibited a low lead impedance alert and atrial oversensing. It was also reported that the right ventricular (rv) lead exhibited under-sensing. Both the ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.